Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that when they went to charge their ins, they wouldn't be able to increase the intensity settings. Pt confirmed that they also couldn't increase the stimulation intensity when they were not recharging the ins. Pt confirmed that a message saying settings not available kept appearing when they were trying to increase the intensity. Agent reviewed screen meaning with the pt. Pt said that the place where they got their injections from said that they might need the ins reprogrammed. Agent had the pt unlock the controller; pt saw settings not available appear immediately. Agent had the pt exit out of the message. Pt said that they were using group b since those were the highest settings. Agent had the pt change to group a, however settings not available appeared right away again. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. When asked for the event date, pt said that it was probably maybe about a week ago. Additional information was received from the manufacturer representative (rep). It was reported that the product was "fractured/damaged/broken" and there was a loss of stimulation. When asked to describe the damage, they noted that all electrodes were 40 ,000. Patient was getting oor on all her groups. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.